Event description:
Ous MDR - after an implantation time of about 33 months, an increase in pacing threshold to 4 v was noted. At the same time, an impedance >3200 ohm was seen. No worsening of the patient's state of health was reported. Philos sr, (B) (4), MDR 1028232-2010-00847.

Manufacturer narrative:
Ous MDR - the analysis of the lead found that the insulation of the lead body was slightly damaged about 24 cm distal of the connector pin by squashing. The inner insulation was intact. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical load of the lead due to "subclavian crush syndrome". This assumption is confirmed by the analysis of the returned x-ray images. Furthermore, it was noted during the analysis that the ring electrode had been pulled from the proximal part. This damage manifestation is, with high probability, due to strong tensile forces during the explantation. No indications of material defects or manufacturing errors were found at the lead during the analysis. A cause for the clinical complaint could not be found.